Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inside the device. Observed opening on radius side assessed as surgical damage. Observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture of right device without silicone, intracapsular. The patient undergone partial capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture of right device without silicone, intracapsular." The patient undergone partial capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f1901 - additional surgery. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.